Event description:
Increased baseline pain and a burning sensation around the ins location was reported. The pt visited the ER due to being involved in a car accident on (B)(6) 2010. Since the car accident her pain and tenderness, in addition to the burning sensation around the pocket, had increased. An x-ray of the ins and extension area was discussed.

Manufacturer narrative:
(B)(4).